Event description:
Per the clinic, the patient experienced an extrusion of the the receiver/stimulator through the scalp. There are plans to explant the device; however, it is unknown if this has occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.